Event description:
Case description: this spontaneous report was received from a nurse via a sales representative on (B)(4) 2017, concerning a (B)(6) year-old female child patient weighing (B)(6) who expired after being grafted with epicel cultured epidermal autografts (epicel). The patient was grafted with one unit of epicel with lot number ee02158 for 85% total body surface area (tbsa) full thickness burns. Medical history was not reported and concomitant medication included topical antimicrobial or antifungal medications such as silvadine (silver sulfadiazine), bacitracin and nystatin. Allergies were ruled out to vancomycin, amikacin and amphotericin b. No other significant dermatological history reported. On (B)(6) 2017, the patient was injured and on the same day patient was hospitalized with 85% tbsa burn. On (B)(6) 2017, a biopsy was performed on right axilla and left groin. No wound or systemic infection of microbial and fungal origin were reported. Qc sterility test results of pre-release sample type from (B)(6) 2017 and of final product sample type from (B)(6) 2017 were negative. On (B)(4) 2017, the quality control assay was reviewed which included (B)(4) graft inspection, (B)(4) dual stain and (B)(4) endotoxin interpreted as passed. Environmental results: personnel monitoring of manufacturing passed in grade a and b parameters. The personnel monitoring of qc sterility passed with grade a parameters. On (B)(6) 2017, the patient underwent surgery and was grafted with one unit of cultured epidermal autografts lot number ee02158, product part number au201 and sales order number (B)(4) for 85% tbsa full thickness burns. The patient was implanted with 16 grafts of epicel. On (B)(6) 2017, the patient expired from on unknown cause. Details regarding treatment was not provided. Further details including description of clinical presentations, signs, symptoms, diagnostic tests, baseline data, and diagnosis, cause of death and autopsy results were not reported. Outcome: fatal. Seriousness criterion: death. The reporter's causality between the event patient expired and epicel grafts was not provided. The company causality is considered possibly related, with the available information. No additional information was provided.